Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. This spontaneous case was reported by a health professional and describes the occurrence of abdominal discomfort ('hypogastric discomfort') and multiple episodes of device dislocation ('device was in the intrauterine portion of fallopian tube', 'life-hand device could not be seen') in a (B)(6) female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal discomfort (seriousness criteria medically significant and intervention required), the first episode of device dislocation (seriousness criteria medically significant and intervention required) and the second episode of device dislocation (seriousness criterion medically significant). The patient was treated with surgery (hysteroscopy on (B)(6) 2019 and laparoscopic salpingectomy on (B)(6) 2019). At the time of the report, the abdominal discomfort and the last episode of device dislocation outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, the first episode of device dislocation and the second episode of device dislocation with essure. The reporter commented: on (B)(6) 2019, a laparoscopic salpingectomy was performed due to ¿hypogastric discomfort¿. The fallopian tubes were removed but did not contain the devices because they were in the intrauterine portion of the fallopian tube. On (B)(6) 2019, an outpatient hysteroscopy was performed and the device was removed from the right side. Life-hand device could not be seen. Pending progress report. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy on (B)(6) 2019: the device was removed from the right side. Life-hand device could not be seen. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal discomfort ('hypogastric discomfort') and multiple episodes of device dislocation ('device was in the intrauterine portion of fallopian tube', 'life-hand device could not be seen') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 and spontaneous abortion. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal discomfort (seriousness criteria medically significant and intervention required), the first episode of device dislocation (seriousness criteria medically significant and intervention required), the second episode of device dislocation (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysteroscopy on (B)(6) 2019 and laparoscopic salpingectomy on (B)(6) 2019). At the time of the report, the abdominal discomfort, the last episode of device dislocation and abdominal pain had resolved. The reporter provided no causality assessment for abdominal discomfort, abdominal pain, the first episode of device dislocation and the second episode of device dislocation with essure. The reporter commented: on (B)(6) 2019, a laparoscopic salpingectomy was performed due to ¿hypogastric discomfort¿. The fallopian tubes were removed but did not contain the devices because they were in the intrauterine portion of the fallopian tube. On (B)(6) 2019, an outpatient hysteroscopy was performed and the device was removed from the right side. Life-hand device could not be seen. Pending progress report. The insertion was carried out: treated with desogestrel; uterine findings before insertion: no abnormal findings; during insertion the following was done: premedication with diazepan 5mg +ibuprofeno 600 mg orally and no anaesthesia; the insertion was: easy. The visualization of the tubal ostium was: easy; was the fluid loss during hysteroscopy greater than 1500 ml? No; did the procedure take more than 20 minutes? No; discomfort immediately after insertion: no; if the exact date of diagnosis is unknown, estimate the time between insertion of essure and diagnosis of the perforation: 3 years; have any intra-abdominal organs or structures been pierced? No; no perforation is confirmed; specific diagnosis and location of essure in the left tube:correct location; specific diagnosis and location of essure in the right tube:correct location; a hysterectomy was performed at the patient¿s request; were there pathological findings, signs of infection, inflammation, etc.? No. The patient still thinks that she has the device. Pending computed tomography scan to confirm that there are no fragments of essure in the abdominal cavity. Computed tomography result: normal. The female patient is in perfect condition so she has been discharged. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysteroscopy - on (B)(6) 2019: the device was removed from the right side. Life-hand device could not be seen.. Ultrasound scan vagina - on (B)(6) 2017: essure confirmation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: patient initials, heinght, weight and medical history updated. "Abdominal pain" added as event, narrative updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal discomfort ('hypogastric discomfort') and multiple episodes of device dislocation ('device was in the intrauterine portion of fallopian tube', 'life-hand device could not be seen') in a 40-year-old female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal discomfort (seriousness criteria medically significant and intervention required), the first episode of device dislocation (seriousness criteria medically significant and intervention required) and the second episode of device dislocation (seriousness criterion medically significant). The patient was treated with surgery (hysteroscopy on (B)(6) 2019 and laparoscopic salpingectomy on (B)(6) 2019). At the time of the report, the abdominal discomfort and the last episode of device dislocation had resolved. The reporter provided no causality assessment for abdominal discomfort, the first episode of device dislocation and the second episode of device dislocation with essure. The reporter commented: on (B)(6) 2019, a laparoscopic salpingectomy was performed due to ¿hypogastric discomfort¿. The fallopian tubes were removed but did not contain the devices because they were in the intrauterine portion of the fallopian tube. On (B)(6) 2019, an outpatient hysteroscopy was performed and the device was removed from the right side. Life-hand device could not be seen. Pending progress report. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2019: the device was removed from the right side. Life-hand device could not be seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: the reporter was a physician, who reported that the female patient is in perfect condition so she has been discharged. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 03-mar-2020. This spontaneous case was reported by a health professional and describes the occurrence of abdominal discomfort ('hypogastric discomfort') and multiple episodes of device dislocation ('device was in the intrauterine portion of fallopian tube', 'life-hand device could not be seen') in a 40-year-old female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal discomfort (seriousness criteria medically significant and intervention required), the first episode of device dislocation (seriousness criteria medically significant and intervention required) and the second episode of device dislocation (seriousness criterion medically significant). The patient was treated with surgery (hysteroscopy on (B)(6) 2019 and laparoscopic salpingectomy on (B)(6) 2019). At the time of the report, the abdominal discomfort and the last episode of device dislocation outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, the first episode of device dislocation and the second episode of device dislocation with essure. The reporter commented: on (B)(6) 2019, a laparoscopic salpingectomy was performed due to ¿hypogastric discomfort¿. The fallopian tubes were removed but did not contain the devices because they were in the intrauterine portion of the fallopian tube. On (B)(6) 2019, an outpatient hysteroscopy was performed and the device was removed from the right side. Life-hand device could not be seen. Pending progress report. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2019: the device was removed from the right side. Life-hand device could not be seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal discomfort ('hypogastric discomfort') and multiple episodes of device dislocation ('device was in the intrauterine portion of fallopian tube', 'life-hand device could not be seen') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 and spontaneous abortion. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal discomfort (seriousness criteria medically significant and intervention required), the first episode of device dislocation (seriousness criteria medically significant and intervention required), the second episode of device dislocation (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysteroscopy on (B)(6) 2019 and laparoscopic salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal discomfort, the last episode of device dislocation and abdominal pain had resolved. The reporter provided no causality assessment for abdominal discomfort, abdominal pain, the first episode of device dislocation and the second episode of device dislocation with essure. The reporter commented: on (B)(6) 2019, a laparoscopic salpingectomy was performed due to ¿hypogastric discomfort¿. The fallopian tubes were removed but did not contain the devices because they were in the intrauterine portion of the fallopian tube. On (B)(6) 2019, an outpatient hysteroscopy was performed and the device was removed from the right side. Life-hand device could not be seen. Pending progress report. The insertion was carried out: treated with desogestrel; uterine findings before insertion: no abnormal findings; during insertion the following was done: premedication with diazepan 5mg +ibuprofeno 600 mg orally and no anaesthesia; the insertion was: easy the visualization of the tubal ostium was: easy; was the fluid loss during hysteroscopy greater than 1500 ml? No; did the procedure take more than 20 minutes? No; discomfort immediately after insertion: no; if the exact date of diagnosis is unknown, estimate the time between insertion of essure and diagnosis of the perforation: 3 years; have any intra-abdominal organs or structures been pierced? No; no perforation is confirmed; specific diagnosis and location of essure in the left tube:correct location; specific diagnosis and location of essure in the right tube:correct location; a hysterectomy was performed at the patient¿s request; were there pathological findings, signs of infection, inflammation, etc.? No the patient still thinks that she has the device. Pending computed tomography scan to confirm that there are no fragments of essure in the abdominal cavity. Computed tomography result: normal the female patient is in perfect condition so she has been discharged. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysteroscopy - on (B)(6) 2019: the device was removed from the right side. Life-hand device could not be seen. Ultrasound scan vagina - on (B)(6) 2017: essure confirmation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2021: ha reference number added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.